Manufacturer narrative:
This report is submitted on september 04, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to poor performance with the device. There are plans to reimplant the patient with another new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on november 17, 2023.